Event description:
The nursing supervisor reported that both monitor screens on the central nurse's station (cns), monitoring all the telemetry transmitters, was completely frozen, which interrupted real-time patient monitoring. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nursing supervisor reported that both monitor screens on the central nurse's station (cns), monitoring all the telemetry transmitters, was completely frozen, which interrupted real-time patient monitoring. The issue was resolved when the biomedical engineer (bme) rebooted the cns, which resolved the issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the issue of frozen cns could not be confirmed or duplicated. As such a root cause cannot be determined. A frozen cns may be a result of hardware failure of the cns. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. The causes of each are discussed below. Power loss: when the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, ups failure, power outlet failure. These are environmental factors that impact device functionality. Hardware failure: hardware failure that may result in a spontaneous shutdown or reboot includes power cord failure, a hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in a spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, or inappropriate shutdown/reboot procedure. The operator's manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check the hard drive status once usage has reached 20,000 hours. A serial number review of the reported device does not reveal additional complaints relating to cns freezing. A complaint history review of the customer's account does not reveal complaint reporting of similar events.

Manufacturer narrative:
The nursing supervisor reported that the central nurse's station (cns) both monitor screens with all of the patients live feed from the telemetry devices is completely frozen, so they have no current data and live feed on what is going on with the patients. No patient harm was reported. Nihon kohden technician spoke to the nursing supervisor who stated that the issue was resolved by their biomedical engineer who rebooted the cns and they have not had the issue since. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number(s) are no information (ni) as attempt to get the information was made as documented above, but customer was unable to provide the information. Telemetry: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The nursing supervisor reported that the central nurse's station (cns) both monitor screens with all of the patients live feed from the telemetry devices is completely frozen, so they have no current data and live feed on what is going on with the patients. No patient harm was reported. Nihon kohden technician spoke to the nursing supervisor who stated that the issue was resolved by their biomedical engineer who rebooted the cns and they have not had the issue since.